Manufacturer narrative:
Expiration date: na model #: csk-tc10 lot # k237 description: csk tc electrode, 10cm quantity: 1 model #: csk-tc10 lot # k509 description: csk tc electrode, 10cm quantity: 7 model #: csk-tc10 lot # k239 description: csk tc electrode, 10cm quantity: 4 model #: csk-tc10 lot # l225 description: csk tc electrode, 10cm quantity: 1 model #: csk-tc15 lot # k240 description: csk tc electrode, 15 cm quantity: 1 model #: csk-tc15 lot #: 022317 description: csk tc electrode, 15 cm quantity: 1 model #: csk-tc5 lot # 031017 description: csk tc electrode, 5 cm quantity: 1.

Event description:
A report was received that after the electrodes were cleaned and sterilized, it was noted that the cables had melted epoxy that was bubbling out from the base of the needles.

Manufacturer narrative:
Model #: csk-tc10 lot # k237 ¿ quantity 1 lot # k509 ¿ quantity 10 lot # k239 ¿ quantity 7 lot # l225 ¿ quantity 1 description: csk tc electrode, 10cm model #: csk-tc15 lot # k240 ¿ quantity 2 lot #: 022317 ¿ quantity 1 description: csk tc electrode, 15 cm model #: csk-tc5 lot # 03102017 ¿ quantity 1 description: csk tc electrode, 5 cm the twenty-three returned electrodes were analyzed and external visual inspection revealed traces of potting epoxy on all the hubs. The epoxy leaked through the shaft opening in its liquid state during the manufacturing process, and was not removed after curing.

Event description:
A report was received that after the electrodes were cleaned and sterilized, it was noted that the cables had melted epoxy that was bubbling out from the base of the needles.